Manufacturer narrative:
Additional information: b5 - it was later reported by an article that was published that indicated the patient also experienced decrease of vision, medication was used to control elevated intraocular pressure and uveitis. Hyphema evacuation was also performed. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -10.5/3.0/070 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (b)((6) 2023. The surgeon reports there was hyphema. On (B)(6) 2024 the lens was explanted and the problem was resolved. The cause of the event was reported as unknown.